Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced a pericardial effusion that required pericardiocentesis and prolonged hospitalization. The whole case was completed smoothly and at the end, the physician checked for effusion from intracardiac echocardiography(ice) and there was a small effusion. He decided to tap. The patient was doing well at the time of the call and was under observation for one day. Additional information received indicated that the physician is not sure about the cause. The patient fully recovered but required extended hospitalization. Correct catheter settings were selected on the generator. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced a pericardial effusion that required pericardiocentesis and prolonged hospitalization the whole case was completed smoothly and at the end, the physician checked for effusion from intracardiac echocardiography (ice) and there was a small effusion. He decided to tap. The patient was doing well at the time of the call and was under observation for one day. Additional information received indicated that the physician is not sure about the cause. The patient fully recovered but required extended hospitalization. Correct catheter settings were selected on the generator. There were no error messages observed on biosense webster equipment during the procedure. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31252191l, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician is not sure about the cause. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).